Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the tunnel dilator was received broken. A visual examination found the tip separated from the tube at the weld-line and the weld was noted to the sufficient. An examination of the detached tip found extensive damage. The tip was found crushed, torn and galled at the weld line. The cause of this failure was unable to be determined. A review of this product's history found no other similar reported events for this failure mode. The manufacture date of this device was unavailable, however, this device was involved to the facility in october 2002.

Event description:
It was reported that this dilator broke during use in an acl repair surgery. This event resulted in extra drilling of the patient's bone to retrieve the broken part and additional antibiotics for the patient. To date, the patient is said to be in stable condition.